Manufacturer narrative:
Device evaluation summary: visual inspection shows a portion of the string is trapped inside the unopened clam shell. Reason for return was confirmed. This regulatory report is being submitted as part of a retrospective review and remediation as part of a CAPA action. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a custom tubing pack, it was reported that the string tape to hold the clam shell to the pump was not attached to the correct end of the clam shell. Half of the string tape was inside the sterile clam shell. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were no missing or wrong devices or components in the package. The clam shell was in tact and sealed. The string was half inside the clam shell. This string/tape is supposed to be outside the sterile clam shell.